Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic pulmonary resection procedure, the device did not fire, the surgeon able to press the green button but unable to squeeze the handle. To resolve the issue the surgeon replace the handle and connect the same reload, however same issue occurred so they decided to replaced the reload and every thing work as expected. There was no patient injury.